Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the surgeon did not cut the device flush but instead left it long. Postoperatively, the device was caught on at four separate areas on the small bowel mesentery, causing four separate points of small bowel obstruction. The most distal obstruction in the terminal ileum resulted in an ileocolectomy. The patient's hospitalization was extended. An additional surgery will be performed after 33 days.

Manufacturer narrative:
Additional information: d1, d4 (model #, catalog #, UDI #), d8, g3, g4 (PMA / 510(k) #) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b3, b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the initial procedure, the surgeon did not cut the device flush but instead left it long. Three days later, the device was caught on at four separate areas on the small bowel mesentery, causing four separate points of small bowel obstruction. The most distal obstruction in the terminal ileum resulted in a second procedure, ileocecostomy. The patient's hospitalization was extended.